Manufacturer narrative:
Investigation summary: the scrdriver-hex-small w/hold-sleeve (p/n 314.020, lot l102447) was received showing the hex tip stripped, rounded, and slightly twisted in the direction of resistance from insertion. The holding sleeve component was observed to be missing. No other issues were identified with the returned components of the device. The device failures/defects of stripped/twisted tip and missing component was identified during the investigation. Dimensional inspection: dimensional inspection of hex tip could not be conducted due to post manufacturing deformation (twisted/stripped). Document/specification review: drawing, reflecting the manufactured and current revision, was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the scrdriver-hex-small w/hold-sleeve (p/n 314.020, lot l102447) as the hex tip was stripped, rounded, and slightly twisted in the direction of resistance from insertion. The holding sleeve component was observed to be missing. The deformed/worn hex tip is a potential end of life indicator of the insertion instrument, since the device is 2+ years old, deformed/worn hex tip is likely due to normal wear. While no definitive root cause could be determined for the missing holding sleeve, it is possible that the component was misplaced during reprocessing/surgery. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: part: 314.020. Lot: l102447. Manufacturing site: (B)(4). Release to warehouse date: 12. Oct. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an ankle reconstruction surgery, a screwdriver hexagonal from locking compression plate (lcp) small fragment set was noted to be stripped, thus, the surgeon had difficulty because the screwdriver was slipping. So, the surgeon acquired another screwdriver from another set. There was no fragment generated. The procedure was successfully completed without surgical delay. Patient status is unknown. Concomitant device reported: unknown lcp small fragment set ( part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).